Event description:
It was reported there was a loss of therapeutic effect. Patient still had to wear a pad and they were still leaking. Patient was wondering how long it would be until they got symptom relief. Patient had doctor appointment schedule for (B)(6) 2012. Approximately one week later it was reported the patient had an infection. Health care provider stated the patient had a kidney infection. It was noted the health care provider stated this was why the patient's therapy had not been working. Patient was put on antibiotics and had an appointment in a few weeks to see health care provider. Follow up from the health care provider reported perioperative antibiotics were administered. The diagnosis of the infection was urinary tract infection. "Macrobid" antibiotics were used. The patient does not have meningitis. There was drainage, leakage and back pain. The primary area of the infection was the catheter or lead pack. A culture was obtained but the organism was unknown. There was culture sensitivity and the patient outcome was ongoing. It was also reported the patient had felt like the "machine had shut off or quit working." No further information was reported.

Manufacturer narrative:
Product ID 3889-28, lot# va02wff, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).